Event description:
Customer reported the left monitor intermittently goes blank. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge rep reseated circuit boards and connectors. System operates as intended.